Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite® tapered certain® prevail® implant (xiitp5410) was returned for investigation (images 1 - 4). Visual evaluation of the as returned implant identified signs of wear and bone/blood residue around the external/internal threads due to usage. There was no apparent malfunction with the device.the device could not be functionally tested for the reported failure (pain). Pre-existing condition noted on the per was moderate bone density - type ii. The reported device had been placed on tooth #14 (unknown notation system) for approximately 1 ½ year. X-ray or picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (2018020569) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (2018020569) and no similar event or complaint was found. Based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event and patient anatomical conditions were unknown/non-verifiable.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided.

Event description:
It was reported that there was chronic pain with implant in site #14. Discovered at post op appointment. Implant removed. Per indicated that the procedure was not completed with another implant. Patient will not return for an additional appointment. No delay in procedure.